Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that the patient underwent posterior and lateral fusion using rhbmp-2/acs. Five months post-op, patient suffered with pain so bad that she could not even get out of bed. Patient experienced pain which was far worse than it was prior to surgery. Before surgery her pain was limited to low back. Now the nerve pain stems from the lateral incision, in her left side, and burns all the way down to her knee. In addition to that, at times the nerves in her left foot don't respond properly and walking is next to impossible.